Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery (lad) with heavy calcification and heavy tortuosity. The 2.5x15 mm trek balloon catheter could not reach nominal pressure during inflation, only reaching 8 atmospheres. No resistance was felt during advancement of the balloon catheter to the lesion. A 2.5x8 mm trek was used to complete the dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.